Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductor had blood/body fluid (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead was attempted for implant but not used due to the patient's anatomy. The lead was replaced with another. No patient complications have been reported as a result of this event. It was further reported that the chronic left ventricular lead dislodged sometime after implant and pacing was turned off due to no capture. Attempts were made to remove the lead, but were unsuccessful so the lead was capped.

Event description:
It was reported that the left ventricular lead was attempted for implant but used due to the patient's anatomy. The lead was replaced with another. No patient complications have been reported as a result of this event.